Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to an unrelated procedure, right atrial (ra) lead dislodgement was observed. The suspected cause of the dislodgement was patient movements. The lead was repositioned to resolve the event. The patient was stable.